Manufacturer narrative:
H.6. Investigation summary no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. H3 other text : see h.10

Event description:
It was reported while using bd ultra-fine¿ pro pen needles the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: by 1 ca is the sealing broken open customer wants a cn

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ pro pen needles the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: by 1 ca is the sealing broken open? Customer wants a cn.